Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device appears to be under-sensing on the right atrial (ra) lead resulting in early termination of atrial tachycardia/atrial fibrillation at/af events. It was also reported that chronically low r waves were noted. The right atrial (ra) lead and right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.